Event description:
This is a spontaneous case report was received from a lawyer in the united states on 27-oct-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. On or about (B)(6) 2013, plaintiff had hysterosalpingogram test that confirmed bilateral tubal occlusion with devices in place. Sometime after implant of the essure device, plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, mood swings, breast colostrum and fatigue. She reported to her healthcare provider that she was experiencing these symptoms. On or about (B)(6) 2013, plaintiff saw her physician and underwent a left salpingectomy. Company causality comment:this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. She underwent a left salpingectomy 5 months after placement. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since surgical intervention was required (left salpingectomy).product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/chronis pain') and bladder injury ('complications from essure removal/latrogenic bladder injury') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2011) and menarche (age was 12). On (B)(6) 2012 patient had trasvaginal ultrasound performed. Concurrent conditions included bladder spasm since (B)(6) 2018, premenopause since(B)(6) 2018, pelvic peritoneal adhesions (female) since (B)(6) 2018, body mass index normal, depression, anxiety, vomiting, tobacco user, ex-alcoholic, bleeding breakthrough, post coital bleeding, smoker, hematuria, uterine fibroid, ovarian cyst, dizziness, menometrorrhagia and scarring. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for hormonal imbalance, promethazine and promethazine for nausea, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as anesthetics, ibuprofen since 2012, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding,"), polymenorrhoea ("abnormal menstrual cycle / periods shorten to every 23 days"), back pain ("back pain,"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood swings,"), breast discharge ("breast colostrum"), abdominal pain lower ("lower abdomen pain (constant pain in lower abdomen; severe pain with cycle)/ extreme left sided pain") and abdominal distension ("bloated belly"). The patient was treated with repair bladder and surgery (on (B)(6) 2013, unilateral salpingectomy and on (B)(6) 2018 total hysterectomy/right salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder injury, dysmenorrhoea, polymenorrhoea, back pain, abdominal pain, dyspareunia, headache, mood swings, breast discharge, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, alopecia and abdominal distension outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder injury, breast discharge, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, polymenorrhoea, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion and left pelvic sidewall adhesions. Patient had surgical pathology report resulted in left fallopian tube- completely transected fallopian tube with chronic salphingitis clinical history; abdominal pain, tubal ligation status. Specimen: left tube gross description: received in a container labelled with the patient¿s name, number and left tube are four tissue fragments. Two of these have metal coils associated with them. The most obvious tubal fragment has fimbria and measures 5.5 cm length, 0.5 cm in diameter. The next largest piece is 1.0 cm length and 0.5 cm diameter. The two smaller pieces are the ones with metal coil. Representative tissue is submitted in one cassette. Pathology test - on (B)(6) 2018: clinical history- fibroids, pelvic pain, menometrorrhagia type of specimen: a: uterus, cervix, right fallopian tube total hysterectomy/right salpingectomy: cervix: no abnormality seen. Endometrium: late secretory phase. Myometrium: intramural leiomyomas. Serosa: no abnormality seen. Right fallopian tube: intact essure coil. Gross description- the implant is grossly consistent with and an essure device and is unremarkable.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, abdominal pain lower, dysmenorrhagia, nausea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and bladder injury ('complications from essure removal/latrogenic bladder injury') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2011) and menarche (age was 12). *on (B)(6) 2012 patient had trasvaginal ultrasound performed. Concurrent conditions included bladder spasm since (B)(6) 2018, premenopause since (B)(6) 2018, pelvic peritoneal adhesions (female) since (B)(6) 2018, body mass index normal, depression, anxiety, vomiting, tobacco user, ex-alcoholic, bleeding breakthrough, post coital bleeding, smoker, hematuria, uterine fibroid, ovarian cyst, dizziness, menometrorrhagia and scarring. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for hormonal imbalance, promethazine and promethazine for nausea, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as anesthetics, ibuprofen since 2012, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding,"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain,"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood swings,"), breast discharge ("breast colostrum"), abdominal pain lower ("lower abdomen pain (constant pain in lower abdomen; severe pain with cycle)/ extreme left sided pain") and bladder injury (seriousness criterion medically significant). The patient was treated with repair bladder and surgery (on (B)(6) 2013, unilateral salpingectomy and on (B)(6) 2018 total hysterectomy/right salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, mood swings, breast discharge, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, alopecia and bladder injury outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder injury, breast discharge, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion and left pelvic sidewall adhesions. Patient had surgical pathology report resulted in left fallopian tube- completely transected fallopian tube with chronic salphingitis clinical history; abdominal pain, tubal ligation status. Specimen: left tube gross description: received in a container labelled with the patient¿s name, number and left tube are four tissue fragments. Two of these have metal coils associated with them. The most obvious tubal fragment has fimbria and measures 5.5 cm length, 0.5 cm in diameter. The next largest piece is 1.0 cm length and 0.5 cm diameter. The two smaller pieces are the ones with metal coil. Representative tissue is submitted in one cassette. Pathology test - on (B)(6) 2018: clinical history- fibroids, pelvic pain, menometrorrhagia type of specimen: a: uterus, cervix, right fallopian tube total hysterectomy/right salpingectomy: cervix: no abnormality seen. Endometrium: late secretory phase. Myometrium: intramural leiomyomas. Serosa: no abnormality seen. Right fallopian tube: intact essure coil. Gross description- the implant is grossly consistent with and an essure device and is unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, abdominal pain lower, dysmenorrhagia, nausea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event "bleeding" outcome were added recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/chronic pain') and bladder injury ('complications from essure removal/latrogenic bladder injury') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2008, (B)(6) 2011) and menarche (age was 12). On (B)(6) 2012 patient had transvaginal ultrasound performed. Concurrent conditions included bladder spasm since (B)(6) 2018, premenopause since (B)(6) 2018, pelvic peritoneal adhesions (female) since (B)(6) 2018, body mass index normal, depression, anxiety, vomiting, tobacco user, ex-alcoholic, bleeding breakthrough, post coital bleeding, smoker, hematuria, uterine fibroid, ovarian cyst, dizziness, menometrorrhagia and scarring. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for hormonal imbalance, promethazine and promethazine for nausea, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as anesthetics, ibuprofen since 2012, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding,"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain,"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood swings,"), breast discharge ("breast colostrum"), abdominal pain lower ("lower abdomen pain (constant pain in lower abdomen; severe pain with cycle)/ extreme left sided pain") and abdominal distension ("bloated belly"). The patient was treated with repair bladder and surgery (on (B)(6) 2013, unilateral salpingectomy and on (B)(6) 2018 total hysterectomy/right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder injury, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, mood swings, breast discharge, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, alopecia and abdominal distension outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder injury, breast discharge, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion and left pelvic sidewall adhesions. Patient had surgical pathology report resulted in left fallopian tube- completely transected fallopian tube with chronic salpingitis clinical history; abdominal pain, tubal ligation status. Specimen: left tube gross description: received in a container labelled with the patient¿s name, number and left tube are four tissue fragments. Two of these have metal coils associated with them. The most obvious tubal fragment has fimbria and measures 5.5 cm length, 0.5 cm in diameter. The next largest piece is 1.0 cm length and 0.5 cm diameter. The two smaller pieces are the ones with metal coil. Representative tissue is submitted in one cassette. Pathology test - on (B)(6) 2018: clinical history- fibroids, pelvic pain, menometrorrhagia type of specimen: a: uterus, cervix, right fallopian tube total hysterectomy/right salpingectomy: cervix: no abnormality seen. Endometrium: late secretory phase. Myometrium: intramural leiomyomas. Serosa: no abnormality seen. Right fallopian tube: intact essure coil. Gross description- the implant is grossly consistent with and an essure device and is unremarkable.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, abdominal pain lower, dysmenorrhea, nausea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information were added. Event bloated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. She underwent a left salpingectomy 5 months after placement. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since surgical intervention was required (left salpingectomy). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding,") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2011) and menarche (age was 12). Concurrent conditions included body mass index normal, depression, anxiety, vomiting, tobacco user, ex-alcoholic, bleeding breakthrough, post coital bleeding and smoker. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for hormonal imbalance, promethazine (phenergan) for nausea, vicodin for pain as well as anaesthetics (anesthesia), ibuprofen (motrin), ibuprofen since 2012, medroxyprogesterone (depo provera), oxycocet (percocet) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, 1 month 27 days after insertion of essure, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain,"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood swings,"), breast discharge ("breast colostrum"), migraine ("migraines"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain (constant pain in lower abdomen; severe pain with cycle)/ extreme left sided pain"). The patient was treated with surgery (on (B)(6) 2013 patient had salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, mood swings, breast discharge, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, breast discharge, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2012 patient had trasvaginal ultrasound performed. On (B)(6) 2013 patient had surgical pathology report resulted in left fallopian tube- completely transected fallopian tube with chronic salphingitis clinical history; abdominal pain, tubal ligation status. Specimen: left tube gross description: received in a container labelled with the patient¿s name, number and left tube are four tissue fragments. Two of these have metal coils associated with them. The most obvious tubal fragment has fimbria and measures 5.5 cm length, 0.5 cm in diameter. The next largest piece is 1.0 cm length and 0.5 cm diameter. The two smaller pieces are the ones with metal coil. Representative tissue is submitted in one cassette concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, abdominal pain lower, dysmenorrhagia, nausea quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-feb-2018: reporter added, patient historical and concomitant condition added, concomitant and histrorical drug added, events added as follows:- vaginal haemorrhage, menorrhagia, migrains, nausea, tooth disorder, alopecia, abdominal pain lower. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding,") and bladder injury ("complications from essure removal/latrogenic bladder injury") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6)2008, (B)(6)2011) and menarche (age was 12). *on (B)(6)2012 patient had trasvaginal ultrasound performed. Concurrent conditions included body mass index normal, depression, anxiety, vomiting, tobacco user, ex-alcoholic, bleeding breakthrough, post coital bleeding, smoker, hematuria, uterine fibroid, ovarian cyst, dizziness, premenopause since (B)(6)2018, pelvic peritoneal adhesions (female) since (B)(6)2018, bladder spasm since (B)(6)2018, menometrorrhagia and scarring. Concomitant products included oral contraceptive nos from january 2014 to april 2014 for hormonal imbalance, promethazine and promethazine for nausea, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as anaesthetics (anesthesia), ibuprofen (motrin), ibuprofen since 2012, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and sertraline hydrochloride (zoloft). On (B)(6)2012, the patient had essure inserted. In september 2012, the patient experienced migraine ("migraines"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. In november 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain,"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood swings,"), breast discharge ("breast colostrum"), abdominal pain lower ("lower abdomen pain (constant pain in lower abdomen; severe pain with cycle)/ extreme left sided pain") and bladder injury (seriousness criterion medically significant). The patient was treated with repair bladder and surgery (on (B)(6)2013, unilateral salpingectomy and on(B)(6) 2018 total hysterectomy/right salphingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, mood swings, breast discharge, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, alopecia and bladder injury outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder injury, breast discharge, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion and left pelvic sidewall adhesions. Patient had surgical pathology report resulted in left fallopian tube- completely transected fallopian tube with chronic salphingitis clinical history; abdominal pain, tubal ligation status. Specimen: left tube gross description: received in a container labelled with the patient¿s name, number and left tube are four tissue fragments. Two of these have metal coils associated with them. The most obvious tubal fragment has fimbria and measures 5.5 cm length, 0.5 cm in diameter. The next largest piece is 1.0 cm length and 0.5 cm diameter. The two smaller pieces are the ones with metal coil. Representative tissue is submitted in one cassette. Pathology test - on (B)(6)2018: clinical history- fibroids, pelvic pain, menometrorrhagia type of specimen: a: uterus, cervix, right fallopian tube total hysterectomy/right salpingectomy: cervix: no abnormality seen. Endometrium: late secretory phase. Myometrium: intramural leiomyomas. Serosa: no abnormality seen. Right fallopian tube: intact essure coil. Gross description- the implant is grossly consistent with and an essure device and is unremarkable.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: abdominal pain, abdominal pain lower, dysmenorrhagia, nausea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received. Reporter information were added. Event : complication of device removal and bladder injury were added.concomitant drug and medical history were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.